Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
It was reported that "the proximal parts are charred, which creates sparks during their use". According to further received information there was a surgical delay of less than 15 minutes, but the procedure was successfully completed and there was no affect on a patient, user or third.

Manufacturer narrative:
Has been updated in this supplemental report. The karl storz reference for this event has been changed to the reference number (B)(4) two reflect that this is a separate event.

Manufacturer narrative:
The affected item was not returned. Therefore, a physical investigation was not possible. A most probable cause was determined based on the available event information and the received photo of the affected item. Based on the error description and the photo sent in by the customer, the most probable cause is a potential user error / fault. It is visible on the photo that the electrode is severely scorched at the distal end, which is due to excessive heat. The most probable reason for this could be that the electrode was operated for too long or with a too high voltage. The instructions for use clearly state, that the instrument is intended for a recurring peak voltage of max. 3.0kvp and only suitable for the short-term coagulation. However, as no product was sent in, a more detailed investigation cannot be carried out. The event is filed under internal karl storz complaint ID: (B)(4).